Event description:
It was reported to philips that the ECG dropped out while the device was in motion. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.